Event description:
The initial reporter complained of qc issues on a cobas 8000 ise module (double) instrument following a service visit on (B)(6) 2022. Calibration and qc initially passed following the service visit. On (B)(6) 2022, at approximately 7 p.m., qc began to fail. The customer had to correct results for 3 patient samples. Of the data provided for the 3 patient samples, the results for 1 patient sample were discrepant for ise indirect na for gen.2. The initial result was 130 mmol/l. This result was reported outside of the laboratory. The repeat result was 136 mmol/l. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) determined the event was due to ise electrode and flow path issues. The fse switched all ise electrodes between flow paths 1 and 2. The results from an ise check, calibration and qc were all acceptable. The module was operating within specification. Multiple abnormal aspiration, voltage level error, compensation limit, ise check and noise error alarms were observed on the date of the event. The service actions resolved the issue.